Manufacturer narrative:
Evaluation results: (endoleak), (short aortic neck).

Event description:
A talent abdominal stent system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 months ago. Aneurysm and vessel morphology were not reported. The aortic neck was short (10mm). The vessels were calcified and tortuous. It was reported that there was an endoleak during the procedure. The physician reballooned and a small blush remained. A CT scan at 30 days showed a type I endoleak. Further treatment is pending physician/patient decision. No additional clinical sequelae were reported.